Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. An evaluation of the attached photographs was conducted and the issue of missing labels was observed. Additionally, 100 retained samples from the bd inventory were visually inspected and the issue of missing labels was not observed. Bd was able to confirm the customer¿s indicated failure mode with the photographs attached, however retained samples were satisfactory. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, there is no label on it. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: ¿no label on tube¿.